Event description:
A malfunction referred to as malf 12 occurred, but there was no adverse impact to the customer's blood glucose level. Despite this, the failure was reported multiple times on the pump, and this was the first contact with technical support for this particular issue. The customer was advised to replace the pump, confirmed understanding of the storage mode instructions, and was sent a prepaid label to return the problematic pump within 10 days. Additionally, the customer was informed of the replacement shipping arrangements while they continued to use their current pump for insulin delivery.